Manufacturer narrative:
Evaluation in progress.

Event description:
Upon testing the gas pressure after hooking up the hoses, an audible "pop" could be heard in the machine once the argon gas was turned on. After the "pop" gas could be heard leaking inside the machine. After turning the gas off, the regulator rapidly showed that the line was depressurizing due to the leak. There were fears that the remaining pressure wouldn't give adequate ice ball growth as well as how quickly the argon tanks would be depleted. Case was cancelled.

Manufacturer narrative:
Device was tested with simulated use testing and found pressure relief valve spring degraded due to age. Device was repaired and returned to the customer.